Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the geometry movements were unavailable. The rse checked the logs and found issue with the c-arm longitudinal drive. The philips field service engineer (fse) visited onsite and upon functional testing, the fse identified that the system was not moving due to control module being pulled on which broke the connection from the control module and ttcf (tabletop connection function) board. The geometry module connector broke off from the ttcf connection board under the table, preventing it from being reconnected. The defective ttcf board was returned for analysis and confirmed that the control module connector port of off and pins were bent. To resolve the reported issue, the fse replaced the damaged ttcf board and control module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.